Event description:
It was reported that during surgery white powder was found inside of the sterile tray when the nurse opened the package. There was no patient harm or injury. There was no medical intervention. There was a 0¿15-minute surgical delay to prepare an alternate device. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h10, h11. The devices were returned opened but unused inside the original tyvek tray. Visual examination of the returned product confirmed there was a white debris on the tubing of the devices. The white debris is visible at 12-18 inches under normal lighting with up to 10 second inspection. It could not be determined if the packaging was non-conforming as the packaging was returned opened. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.